Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded several inappropriate therapy events with shocks and ran out of memory to record other episodes. Technical services (ts) provided guidance to free up storage. This ICD remains in service. No additional adverse patient effects were reported.